Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen45 gts event described as "ab externo [implantation technique] xen became exposed post-op and despite revising it became exposed again" in unknown eye.